Manufacturer narrative:
Additional information: per analysis update. Analysis was normal. No anomalies were found.

Manufacturer narrative:
Reportable aware date on previous additional MDR should have been sep 20, 2019.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-12311. It was reported that the patient developed an infection. The whole system including the implantable cardioverter defibrillator and right ventricular lead was explanted. There were no further consequences to the patient.